Event description:
Ous MDR - the balloon ruptured during dilatation and fractured during withdrawal into the sheath. According to the received information the applied maximum pressure was 14 bar. The instruction for use (IFU) states not to exceed the rated burst pressure stated on the label which is, for this model, 12 bar. The fractured balloon part was then removed with a snare. No patient injury was reported. The (B)(6) year old male patient was finally discharged home.

Manufacturer narrative:
The returned instrument was subjected to a technical analysis and the corresponding production documentation as well as the provided angiographic pictures were reviewed to establish whether a deviation from the manufacturing process could be the cause for the reported event. The angiographic pictures show the dilatation of the tortuous lesion. The balloon is thereby constricted at two locations. Furthermore the fractured distal part with the two x-ray markers is visible as well as the successful salvage with a snare. The technical investigation of the returned balloon catheter revealed that the balloon was ruptured circumferential in the cylindrical balloon part, about 5 cm from the tip. The proximal balloon fragment shows a kink about 1 mm from the fracture side. This kink is only visible on one side of the balloon, which is consistent with the observation in the angiographic film. The distal part of the balloon, including the tip and a part of the inner shaft, was returned on the guide wire. The inner shaft was found fractured proximal to the x-ray markers. According to the received information the applied maximum pressure was 14 bar. The instruction for use (IFU) states not to exceed the rated burst pressure (rbp) stated on the label which is for this model 12 bar. Review of the production documentation of the product detailed above verified that the instrument was manufactured according to specifications and fulfilled all the requirements of in-process and final inspection. In addition to visual inspections each instrument is tested for air tightness by means of a helium leak test. We can therefore confirm that the instrument was delivered in a leak-proof condition. Based on the conducted investigations and the provided information, no material or manufacturing related root cause could be determined. The rupture of the balloon is most probably related to the patient anatomy and the applied pressure above rbp.